Event description:
It was reported that deflation failure occurred. The 60-70% stenosed target lesion was located in the non-calcified vessel of the lower extremity. A 3mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. The device had difficulty advancing over the wire upon introduction into the vessel. The device was removed, and the wire port was flushed. The balloon was re-introduced and was able to cross the lesion. The balloon was inflated at 14 atmospheres for 2 minutes. The device was then deflated, however, it failed to deflate despite multiple attempts to apply negative pressure with both a balloon inflator device and a large syringe. The physician retracted the balloon through the vessels and the sheath while it was still inflated. The balloon encountered significant resistance at the sheath but was able to be removed. Upon removal, the balloon seemed to be inverted on itself, most likely due to the force of pulling it through the sheath while still inflated. The patient did not experience any symptoms, and there was no complications or further intervention required. The patient condition was good.